Event description:
Additional information received indicated that the physician noted an alert for high voltage lead impedance during a follow-up visit. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. The patient was asymptomatic. Lead provocation testing was considered. Patient was schedule for follow-up. No further information is available.